Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 100 sealed 20ga x 1.16in. Insyte autoguard units from lot number 3251078. A sampling of 20 units were visually inspected and functional leak tested. No leaks or damage was observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaks at the catheter/hub junction. The following information was provided by the initial reporter, translated from french to english: operating room nurses (users) report leaks from the catheter hub. These leaks of liquids (drugs) could be due to a lack of cohesion between the hub and the needle (ineffectively welded).